Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility biomedical department reported that the automated impella controller (aic) had a battery failure. The aic was removed from service. There was no patient harm.

Manufacturer narrative:
The investigation into the aic - battery comm. Failure (yellow alarm) has been completed since the initial report was submitted. The console was returned and tested. Battery failure issue was able to be reproduced. The root cause of this issue was battery internal cell imbalance.